Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient's caretaker was lowering him into his shower chair this morning when the lift stopped. The caretaker used the emergency down button to lower him into the shower chair without incident. The lift has been functioning properly since then. The caretaker informed (B)(6) that the pendant fell and hit something prior to the incident. No injury reported. Complaint #(B)(4) was entered into our system.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that reportinformation, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or theiremployees, finished device suppliers, or their employees caused or contributed to the reportable event.